Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the balloon was attempted to be inflated to dilate to stricture; however a leak of diluted contrast from the balloon portion of the device was noted and the balloon could not be inflated . The procedure was completed with another cre balloon dilatation catheter.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned complaint device was performed and no damage was noted to any portion of the device. Functional testing was performed; the balloon was inflated per specification and no issues were noted. The balloon was able to hold pressure. The reported event that the balloon leaked was not confirmed; however it is possible that inflation difficulty was experienced during the procedure due to anatomical or procedural factors encountered during the procedure (such as tortuous anatomy).a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon was attempted to be inflated to dilate to stricture; however a leak of diluted contrast from the balloon portion of the device was noted and the balloon could not be inflated . The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.